Manufacturer narrative:
The device was received with minor scratched lcd window. The pump was received with broken battery tube threads. The pump was received with black shadow on the display due to warped and or uneven pcb on the lcd board. The device was received with slightly loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had cracks near the battery compartment. No further information provided.